Manufacturer narrative:
(B)(4). A follow-up medwatch will be submitted when additional information becomes available. (B)(4). The field service technician (fst) was onsite for further investigation. According to the service report# (B)(4) dated on 2018-12-20 following was found: the fst proceeded to examine and test the unit. He plugged in the rfd and installed his testing circuit. The fst applied ultrasound grease and ran the unit. The unit turned on without exception. The fst left the unit running on battery for a few minutes, while attempting to locate the ac cord. He tracked and located the ac cord at the csicu pump room. The fst installed ac cord, and moved the unit from the trauma 6 rt storage room, to the weinberg/trauma 6 bridge. He opened the unit and identified no dust inside, with all connections secured. The fst left the unit running overnight. The next day he completed a deeper examination on the unit and found the unit running without exception, running at 4,000 rpm and about 5.8 lpm. Unit calibrated and passed all functional and safety tests per factory specifications. Returned to customer and cleared for clinical use. According to the rotaflow IFU, v10, page 15, the ultrasonic contact cream must be reapplied every 48 hours or as soon as the error message [sig!] Appears. Since the failure was not reproducible, the failure could not be confirmed. No further investigation possible since no parts were replaced. The data is also being handled through a designated maquet cardiopulmonary trending and applicable investigation process. Due to this no further investigation initiations will be completed at this time. Reference exemption # e2018002.

Event description:
It was reported that during patient treatment the rotaflow unit had a sig error message and then other issues came up from there. Hand crank was used and the unit was replaced with another one. No patient harm was stated. (B)(4).